Event description:
Respiratory therapist reported flex tube disconnected from the catheter without provocation. No patient harm. This is a continuing issue with this device. Multiple lots are involved. The manufacturer has been notified and product has been returned.